Event description:
It was reported that during a resection procedure, three devices were loaded with the incorrect reloads. No patient consequences were reported. It is not known how the case was completed. No devices are being returned.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: during the conversation with the sales rep the surgeon had stated that this was an issue during the procedure with the tech and her selection for the reloads. There was no patient consequence and nothing else to rep, he felt this really was not a product issue but wanted it noted that this had happened at his account. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.